Manufacturer narrative:
The device was discarded by the user facility following the procedure and therefore, not returned for investigation and the lot number was not known. Since the device was not returned, a complete investigation cannot be performed.

Event description:
Following a knee arthroscopy procedure, it was reported the pt had three marks under the portal and below the shin of pt's knee. Two marks measured 2 cm and the third mark was 3 cm in length. The physician reported the marks appeared to be burns which were treated with bandages. The user facility did not know how the burns occurred or if the device caused the burns.